Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab removal difficulty is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
The report states, "an iab was placed pre op, patient went to or for transplant, and patient returned from or to ICU without incident. The sheath removal team removed the iab. After iab was discontinued, 'clots showered the patient and lactate levels rose'. Patient ultimately expired within 24h of iab discontinuation". Additional information received stated that the transplant the patient underwent was a heart transplant in which they received anticoagulation for in the operating room. The iab was inserted femorally, the customer did not indicate left or right. The removal of the iab was planned as iabp therapy was discontinued. The lactate level was "stable" prior to iab removal. However, at the time of this report, the customer has not returned our multiple inquiries regarding the cause of death, past medical history, patient demographics, length of iabp therapy, if the pump was paused at any time and for how long, if there was difficulty removing the iab, the full anatomic distribution of the "shower of emboli", last measured platelet count, if the patient was screened for consumptive coagulopathy, if an autopsy was performed and if results were available to us, and if the physician alleges the removal of the iab contributed to the patient's death. If further information is received, the compla int file will be updated.

Event description:
The report states, "an iab was placed pre op, patient went to or for transplant, and patient returned from or to ICU without incident. The sheath removal team removed the iab. After iab was discontinued, 'clots showered the patient and lactate levels rose'. Patient ultimately expired within 24h of iab discontinuation". Additional information received stated that the transplant the patient underwent was a heart transplant in which they received anticoagulation for in the operating room. The iab was inserted femorally, the customer did not indicate left or right. The removal of the iab was planned as iabp therapy was discontinued. The lactate level was "stable" prior to iab removal. However, at the time of this report, the customer has not returned our multiple inquiries regarding the cause of death, past medical history, patient demographics, length of iabp therapy, if the pump was paused at any time and for how long, if there was difficulty removing the iab, the full anatomic distribution of the "shower of emboli", last measured platelet count, if the patient was screened for consumptive coagulopathy, if an autopsy was performed and if results were available to us, and if the physician alleges the removal of the iab contributed to the patient's death. If further information is received, the compla int file will be updated.

Manufacturer narrative:
(B)(4), the reported complaint for iab removal difficulty is not able to be confirmed. The product was not returned for investigation. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "an iab was placed pre op, patient went to or for transplant, and patient returned from or to ICU without incident. The sheath removal team removed the iab. After iab was discontinued, 'clots showered the patient and lactate levels rose'. Patient ultimately expired within 24h of iab discontinuation". Additional information received stated that the transplant the patient underwent was a heart transplant in which they received anticoagulation for in the operating room. The iab was inserted femorally, the customer did not indicate left or right. The removal of the iab was planned as iabp therapy was discontinued. The lactate level was "stable" prior to iab removal. However, at the time of this report, the customer has not returned our multiple inquiries regarding the cause of death, past medical history, patient demographics, length of iabp therapy, if the pump was paused at any time and for how long, if there was difficulty removing the iab, the full anatomic distribution of the "shower of emboli", last measured platelet count, if the patient was screened for consumptive coagulopathy, if an autopsy was performed and if results were available to us, and if the physician alleges the removal of the iab contributed to the patient's death. If further information is received, the complaint file will be updated.